Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient's previous device was replaced due to normal battery depletion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had reached and end of service (eos) battery status. There was an allegation/dissatisfaction with ins longevity as the patient stated that it seemed like the battery life was a short period of time. It was noted that the device was off/disabled and no longer providing therapy. The patient reported that they stopped feeling stimulation on (B)(6) 2017, which was also when the eos error message was seen. This was considered a sudden change in therapy/symptoms. The patient was to follow up with their healthcare provider (hcp) to notify them about the eos and to determine if it was due to normal battery depletion. Additional information was received from the patient on (B)(6) 2017. It was reported that they had an appointment with a neurosurgeon on (B)(6) 2017 to discuss ins replacement. No further complications were reported or anticipated. Indication for use is spinal pain.